Event description:
Pt had a foley catheter in (bard - 16f, 5cc bag); staff unable to fully deflate bag. Guidewire and mineral oil inserted without results. Unable to remove foley. Finally an ultrasound guided needle was placed through the bladder to pop balloon for removal. Pt stabilized.